Manufacturer narrative:
(B)(4). The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be severely misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. It was observed that one unformed staple was stuck in the cover block, above and perpendicular to the other staples. A device history record review was performed, and no relevant findings were identified. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staples were found jamming during use on the patient". No patient harm or injury reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "staples were found jamming during use on the patient". No patient harm or injury reported. Patient's current condition reported as "fine".